Event description:
It was reported the patient presented with a preoperative diagnosis of alignment disassociation of the right hip. The patient underwent a right hip revision.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation